Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, device migration, and inadvertently puncturing bone or tissue have been ruled out. Other potential causes of the reported issue include: programming parameters, interference from a non-curonix device, the patient having contraindicating conditions, and severe force applied to the implant. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported moderate internal tremors throughout their entire body. The patient turned off their device. However, the tremors did not stop and the patient continued to use the device. Over the next few weeks, the patient also developed constant mild dizziness and was referred to a neurologist. An x-ray was performed which revealed devices running the full length of their spine. The internal tremors and dizziness intensified and the patient discontinued use of the device. The symptoms have largely resolved. No further information is available at this time.